Manufacturer narrative:
Console logs from the reported day of event are consistent with complaint and show that alarm#: 603 (unexpected controller shutdown) was shown, 13 days after support started (on (B)(6) 2021). This alarm was a consequence of console self-reset (and self-restart) following crash of io-graphics process (part of qnx), which was detected by aic software: on (B)(6) 2021 08:29:56: systemidle: process io-graphics 339995 died abnormally this self-reset is a mitigation mechanism for when io-graphics crashes, that has been implemented in aic_v8.2 in response to a series of complaints regarding that failure mode (jama: gid-dft-863138). During and after the reset, hemodynamic support continued. Console operated within specification, and the issue was resolved. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. While on support, the automated impella controller (aic) experienced an unexpected shutdown. The console was replaced to address the issue. No patient harm reported.